Event description:
It was reported during a meniscal repair procedure, the surgeon deployed the first anchor and when it was pulled out of the meniscus, the second anchor was off the needle. It was reported that this occurred for the first two anchors and the third one worked correctly. The procedure was completed with a back up device. There was no reported delay in the procedure. It was confirmed that the anchors were removed from the patient.

Manufacturer narrative:
The investigation revealed that one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, "premature deployment". The delivery system was found to be bent, which affected actuation of the device. Once straightened, the device actuates as expected. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).